Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the left main coronary artery and into the lad, exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy apart from stenosis. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that slight resistance was felt during forwarding and pulling back of the stent during positioning. It was reported that the stent dislodged from the balloon due to the resistance and was not visible. An attempt was made to get the stent back on the balloon but it was not possible and the stent came out into the aorta. The delivery catheter was removed and the stent was not on the catheter. It was reported that after the procedure the patient angio film showed that the stent had gone into the right carotid artery sinus. The stent was not removed. Patient status is alive with no injury.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the resolute onyx. The stent came off the balloon when it was being positioned in the lm. No balloon inflation was attempted during the procedure. After the case, it looked like there were some stent markings on the balloon. The balloon was inflated outside in a bowl of saline, to check if there was a stent present. It was determined that the markings were just the inundations of the stent, there was no stent present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the stent was not present on the balloon and did not return for analysis. The guide wire catheter was present on return. The delivery system was returned with kinks evident on the inner lumen. The crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Image analysis: review of the procedural images provided confirm the presence of a severely calcified stenotic lesion in the left main (lm) to proximal left anterior descending artery (lad). Difficulties were encountered with the delivery of the procedural wires to the distal lad and the distal left circumflex arteries. The delivery of a long stent was observed from the lm to the proximal lad. But this stent was not deployed. There does appear to be a dislodged elongated stent in the carotid sinus. A replacement stent was successfully delivered and deployed from the lm to the proximal lad. All newly deployed stents were post dilated prior to treatment conclusion. If information is provided in the future, a supplemental report will be issued.